Event description:
It was reported that a power source alert issue occurred, resulting in the customer temporarily not wearing the pump. During this time, the customer's blood glucose (bg) level rose to display as "high." Insulin was administered via a manual injection and a correction bolus was delivered via the pump to address the elevated bg. There was no reported injury or presence of ketones. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.